Event description:
It was reported that the modified straight daa broach handle broke intra-op during thr case causing fragments to form due to the locking bolt breaking and dislodging. Fragments located. Surgery delayed 2 minutes due to the reported event action taken when event occurred? New broach tray opened, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes,

Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Sri instrument investigation report: product name: daa, straight broach handle. Product code: apau0200. Batch: enz210317. Investigation summary: failure mode consistent with previous complaints. The instrument was designed and developed according to the anz sri procedure (tv-sop-00911) and manufactured to specification with no deviations recorded. This instrument was released in 2017. A total of (B)(4) instruments have been manufactured with this product code, with the product code being available since 2016. The instrument was removed from circulation and segregated in locked returned instrument cupboard during the investigation period. Whereafter returned instruments will be scrapped per franchise complaint handling policy (B)(4) and anz product waste management (tv-sop-00982). The mechanical feature related to the complaint is equivalent to the comparator instrument: c1421901. Complaint review meeting on (B)(6) 2021 determined issue is related to wear and tear. A design specification was included of a weld to reinforce the interface between top hat and slide pin. Meeting minutes recorded in dhf 103223593 v5. Actions taken following this meeting include: 1. Update to dfmea to reflect new occurrence evidence and re-assess risk level. Result: dfmea assessment resulted in broadly acceptable risk 2. Update of complaints search on comparator instruments. Result: complaint results updated in dhf. No significant increase in comparator complaints. Follow-up review meeting on (B)(6) 2021 discussed updated dfmea (103223587 v2 lines 16 and 17) resulted in a broadly acceptable risk (per sep-100).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary : according to the information provided: "modified straight daa broach handle broke intra-op during thr case causing fragments to form due to the locking bolt breaking and dislodging. Fragments located" and the product was returned to medtech orthopaedics sri team. Visual inspection revealed wear and tear from normal use (with impaction). The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the daa, straight broach handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added : d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.